Event description:
It was reported that the patient with this implantable pacemaker device experienced near-syncope and weakness as the device was not set correctly. An adjustment was made, and everything is normal. As of this time, this device remains in service. No adverse patient effects were reported.